Event description:
It was reported that on (B)(6), the pt underwent an unanticipated revision surgery because of cortex screws breakage (the first surgery was on (B)(6)). The breakage of the screws occurred on (B)(6) in a no-load status for the pt. The sales rep noticed that 6 screws were broken. The screws were used with a non stryker titanium nine holes plate.

Manufacturer narrative:
Additional information: lot # u04321. The device manufacture date for lot # u04321 is (B)(6) 2009. Summary of evaluation: the manufacturing documents, the inspection protocol and the raw material certificate of the affected devices were reviewed and no deviation from specification was noted, therefore, a manufacturing or material related issue can be excluded. There is no similar complaint reported within the same lot#. The cortex screws showed the typical fracture site of a fatigue breakage. Since detailed information was not provided, no conclusions can be made how the failure occurred. It was stated in the complaint description that a non-stryker plate was used. Therefore, a deviation from user instructions took place and the complaint event is regarded as not device related. This is the same pt/event as MFR report numbers: 8031020-2011-00148, 00236 and 00237.